Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A distributor contacted ventec to report that a patient was having difficulty breathing while on the vocsn ventilator. The patient was then taken off of the vocsn and placed on another ventilator for support. The patient underwent tests to confirm that there was no harm due to the device use. By the following day, the patient's vitals were stable. No further information about the patient was provided. The reporter further advised that the ventilator was examined following the event and that it allegedly measured higher peep (positive end expiratory pressure) than set. Peep was reportedly set to 6cmh2o, but the vocsn device's monitor allegedly showed 14 cmh20. However, when measured using an pf300 analyzer, the distributor advised that the actual peep pressure measured at 8cmh2o. Per the reporter, this is not abnormally high, but due to the peep discrepancies and the alleged patient discomfort when using the device, it shall be returned to ventec for investigation.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it delivering higher peep (positive end expiratory pressure) than set was confirmed. Ventec observed that the device's peep was set to 6 cmh2o but was producing 20.1 cmh2o. This higher than expected peep delivery would have likely contributed to the discomfort experienced by the patient during the reported event. Ventec then replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was solenoid valve 5 (sv5) located on the flow board of the ift.